Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 2009, a patient underwent a inferior vena cava filter placement procedure by using g2 filter. On (B)(6) 2026, during the procedure in the wall of ivc, filter legs was allegedly detached. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two videos were provided and reviewed. The first video demonstrates a filter retrieval. There is a sheath being guided over the tip of a filter with the hook snared. During the advancement of the sheath, the filter tip dislodges. Within the video, a filter strut can be seen to be fractured. In the second video, it appears that a wire has been looped around the tip of the filter. The sheath is successfully advanced over the filter collapsing it and allowing retrieval. There is a fractured strut that remains. Photo shows, this an enhanced image of the filter. The image indicates a fracture in one of the arms. Due to the enlargement, the image is hazy. Therefore, the investigation is confirmed for the reported detachment of the device as filter strut can be seen to be fractured, and one of the arms noted to be facture the investigation is inconclusive for the reported material deformation as no objective evidence was provided for review. A definitive root cause for the reported detachment of device or device component and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 2009, a patient underwent inferior vena cava filter placement procedure by using g2 filter. On (B)(6) 2026, during the procedure in the wall of ivc, filter legs were allegedly detached. However, the current status of the patient is unknown.